Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer experienced an unexpected re-initialization with their sensor. The customer's blood glucose at the time of incident was unknown. The mother was also able to confirm the green lights blinked on the transmitter when connecting to the sensor. The customer was advised the sensor will be replaced. The sensor will not be returned for analysis.